Event description:
A plate, implanted in 2001 for a compound open fracture of the right distal tibia/fibula, broke post-op. Plate was noted as broken on 2/12/2002 and pt was diagnosed with a non-union. Plate was removed in 2002. Pt was revised with bone graft and casted.